Event description:
On (B)(6) 2011, the lay user/patient in (B)(4) contacted lifescan to report the one touch verio pro meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date in (B)(6) 2011 upon first using the reported meter and test strips, the patient obtained the error message error 2. She was unable to obtain a blood glucose reading. After the use of the meter, the patient experienced the symptoms of dizziness, sweating and she felt hypoglycemic. The patient administered self-treatment of her symptoms by consuming two to four "doses" of sugar; she did not seek any medical attention. The patient noted that on (B)(6) 2011 at 7:00 am, she had a laboratory blood glucose test result of 69 mg/dl. The patient takes no medications to manage her diabetes. Troubleshooting revealed this was a new, out-of-the-box, meter, the test strips were correct and the patient's testing technique was correct. The issue was not resolved. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter error message issue, and received treatment with food to alleviate her symptoms. On (B)(4) 2011, lifescan completed device evaluation on the meter and test strips involved with this complaint. The alleged complaint could not be confirmed with both returned products; however, the spc pins in the returned meter were found to be contaminated. Lifescan is not required to report adverse event complaints for this device because lifescan has not submitted or obtained 510(k) clearance or PMA approval for this device.

Manufacturer narrative:
(B)(4). Initial report was submitted as a malfunction in error. This report should be corrected to be an adverse event report.